Event description:
A customer contacted baxter's technical service center regarding a high drain 103 alarm that appeared on the homechoice (hc) display at end of therapy increased intra-peritoneal volume (iipv) event during cycle 3. Per home patient (hp), the nurse advised him to call baxter. The hp reported no symptoms. The technical service representative (tsr) reviewed program: continuous cycling peritoneal dialysis (ccpd), fill volume (fv) = 2500ml, last fill volume = 2500ml. The tsr also reviewed the therapy log: ultrafiltration (uf) for cycle 3 = 2553ml, bypass = 0; manual drain = 0. No alarms. The tsr referred the hp to the nurse to possibly raise drain percentage in the nurse menu. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the nurse regarding the alarm, it was revealed that the issue was resolved by increasing the minimum drain volume percentage and initial drain volume alarm. The nurse explained that the hp used to be on all 1.5% solutions, and recently he has been using higher dextrose solutions, and that's what might have contributed to the high drain. Per nurse, hp has not had any more problems since then. The hp stated that he is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned to baxter, therefore no evaluation could be performed. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). The reported issue of increased intra-peritoneal volume (iipv) was confirmed based on reported drain volumes. The cause was determined to be use error; clinician inappropriately set minimum drain volume percent setting too low. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. A device history review revealed that pneumatic test failed; however, the hc machine was reworked and passed all subsequent testing prior to release. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of iipv-adult. This issue is being investigated through a CAPA.